Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the patient had a replacement surgery due to the patient having a hard time fully inflating his inflatable penile prosthesis (ipp) reservoir. It stated that there was nothing wrong with the reservoir. The patient is currently recovering post-procedure. The ipp reservoir was explanted and a new ipp100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.